Manufacturer narrative:
The customer reported "catheter itself was separated from the hub and barely attached. He did manage to retrieve the catheter without it breaking off altogether". No additional information was provided by the customer contact. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Catheter seperated from hub.